Event description:
It was reported that following a stenting treatment procedure, chest pain and restenosis occurred. Using the right femoral approach, the procedure treated the de novo, 3.0x28mm target lesion located in the non-calcified and severely tortuous mid left anterior descending artery. The lesion was not totally occluded. Pre-dilation was performed with a 2.0x10mm non-bsc balloon catheter inflated to 10 atms for 10 seconds. Next a 3.0x28mm promus element stent was deployed and post dilation was performed with a 3.0x12 nc non-bsc balloon. In (B)(6) 2013, the patient presented with chest pain. An angiogram revealed a 95% in-stent restenosis. The patient was sent for CABG surgery. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).